Manufacturer narrative:
No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used in a sacroiliac and thoracolumbar procedure. It was reported that during the procedure the site had difficulty tracking the system. The leds that caused the issue are located on the right side of the system if you¿re standing at the base. When the site first brought the system into the operating room (or) it was tracking normally. After taking scouts the tracking window on the navigation system began flickering . This did not happen when they only had the reference frame in view, it only flickered when the reference frame and imaging system were both in view. The site wiped the leds on the imaging system and changed the network cables. The site rebooted the imaging system and mobile view station (mvs) and the issue resolved. After rebooting the led on the lower right side remained red. The site did a top spin with one navigation system at the head and a lower spin with another navigation system at the foot. The site did not have any issues with the top spin or the leds on the left side of the imaging system. It was suggest that the site only have one camera on at a time when imaging like this setup in the future. There was less than an hour delay in the procedure. No impact on patient outcome.